Event description:
It was reported that during a lap low anterior resection procedure when removing the device, the device got stuck on the anatomosis and tore the anastomosis. The surgeon hand sewed to correct the tear. There was no pt impact.